Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j0058175r, implanted: (B)(6) 2001, product type: catheter. Product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug (device registry listed the drug as fentanyl; 25mg/ml, unknown dose) in an implantable pump for non-malignant pain and failed back surgery syndrome. The catheter was revised (a new pump segment was placed) and the pump was replaced on (B)(6) 2016. The pump was reportedly at end of service. The hcp was unable to aspirate the catheter, so there was still 55cm of the existing spinal catheter segment full of medication. The manufacturer representative inquired on the volume to prime. The reporter was advised not to prime or else a bolus would be delivered, as the medication was in the spinal catheter segment. The patient had not been receiving medication for some time. The procedure was finished with no complications. The hcp elected to fill the pump with normal saline (9mg/ml) and see the patient at follow-up. No symptoms were reported in regards to the catheter issue. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.